Event description:
It was reported, after the valve was placed, there was a problem with the leaflets opening and closing, so the valve was removed and replaced with a smaller 21 mm regent valve (medwatch report# 2648612-2011-00024). The pt expired the next day.